Event description:
The following has been reported by customer: "the pca agilia fresenius 25473144 was used to administer midazolam. Yesterday, the syringe was completed 10h early; fortunately the flow rate and concentration did not have a major impact on the patient. We need the data extracted to identify whether the problem is human error or technology. We can't tell from the historical data." Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Analysis of historical data indicates that an initial infusion was programmed, resulting in the complete administration of one syringe (bd plastipak 50ml, dilution: 0.2 mg/ml). The pump was then switched off and then switched back on. When the second identical syringe (bd plastipak 50ml, dilution: 0.2 mg/ml) was installed, the device detected a volume of 9 ml in the syringe. This infusion then stopped due to the end of the syringe volume. The reported device was received in brézins for investigation. The external examination of device revealed nothing abnormal. Reproducibility tests were performed to verify the occurrence of the reported anomaly. An initial infusion, programmed in pca mode (bolus + continuous) and starting at the nominal volume of 50 ml, was administered. After the six authorized boluses were administered, the infusion continued in continuous mode until the end of the syringe, without any observed deviation. A second infusion, performed under identical conditions, also started at the nominal volume of 50 ml. This infusion continued beyond the 9 ml threshold without producing the anomaly described in the complaint. The problem could not be reproduced. During the repeatability tests, the flow-rate accuracy was evaluated. A flowrate test was performed at 1 ml/h for 4 hours, and the measured accuracy: -1.62 % complied with our specifications (±3%). The quality control for the pump was found to be compliant. In resum, analysis of the collected information indicates that the second infusion was performed with a syringe containing only 9 ml. This reduced volume led to the interruption of the infusion before the expected end of treatment. The complaint is considered as a use error based on the available information. It is recommended to update the software version. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: use error. The trend is: normal.